Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). This report is related to (B)(4). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the physician was removing the scope from the patient during an unknown procedure, the distal cover fell off inside of the patient. It was mentioned that a trocar was being used and that may have been a factor. It was confirmed that the cover was successfully retrieved from inside the patient. Despite multiple attempts regarding the retrieval and outcome, none were received. This report is related to (B)(4).